Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker overestimated its battery longevity. No premature battery depletion was alleged, however, elective replacement indicator (ER) was tripped a couple months ahead of schedule. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of overestimation was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, no anomalies were found. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.